Event description:
Complainant alleged that while pacing a pt, the device inadvertently deliver a pacer pulse to the pt when the pt was moved. Complainant indicated that the clinician obtained another device to continue treating the patient. Please reference medwatch report 1220908-2009-03766 for the reported malfunction involving the replacement device. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.